Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site had 3 spins taken with the system and a navigation system where the exams were not flagged as navigated spins. When the spins were taken, the navigation system showed green status for both trackers and communication, but after the spin was taken, the system showed "patient being scanned", but would not move on to "exam being transferred", and the imaging system did not have a nav tag for those 3 spins. The first spin was at the beginning of the case, and they respun immediately afterwards, which was nav and transferred with no issue. After the surgeon placed some screws, they respun twice, both with green status and no nav tag, rebooted the imaging system, and then spun again with a nav tag. At the time of call, surgery was proceeding and the imaging system was not needed for use again. There was no patient impact reported and an eight minute delay to surgery.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment regarding a reported issue documented under a different product event. Testing revealed a possible defective control board. Replacement of the control board immediately resolved the 015 generator error and the high filament shorted error message. After control board replacement, the system was completely recalibrated. The handswitch was also replaced. Finally a complete radiation inspection was completed. The initial control board received was bad at intake. It came up with a constant 044 error. The eprom on the new board was defective. Factory support helped resolve this issue. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Per sop-cpa-05, it was determined there was an accidental radiation occurrence due to navigational system communication issues. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation is inconclusive. Unable to determine the root cause based on the documented information. Number of people exposed: 1 - patient total number of people in or unknown estimated absorbed or effective dose information is not available. If information is provided in the future, a supplemental report will be issued.